Event description:
It was reported that during the initial implant procedure, low pacing impedance and loss of low voltage output were noted on the right atrial (ra) lead suspected to be due to insulation damage. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were insulation damage, low pacing impedance, and loss of pacing. As received, a complete lead was returned in one piece. The reported events of low pacing impedance and no pacing were confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region consistent with procedural damage. The cause of the reported events of low pacing impedance and no pacing was due to the over torqued inner coil in the connector region consistent with procedural damage. The reported event of insulation damage was not confirmed. Visual examination of the lead did not find any anomalies.